Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hs iii proximal seal failed to load. The lead tech was confused with the heartstring loading process. The hospital did not report any patient effects. A maquet representative performed an in-service training at this account on (B)(4) 2014.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).